Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The exact date and time of the event is unclear and the customer complaint cannot be verified via data management system (dms). Investigation via dms doesn't show a performance issue with sensor.

Event description:
On (B)(6) 2020, senseonics was made aware of an instance where the patient experienced hypoglycemia. He reported that sensor showed 40 mg/dl whereas blood glucose meter showed 80 mg/dl. Patient did not remember when the incident happened. Also patient did not take any medical treatment.